Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: failure of the universal cable. Based on the results of the investigation, it is likely the following led to the malfunction: e227 error due to component failure of the universal cable. The cause of the universal cable failure could not be determined. The most likely cause is that the cable was damaged by the force of being pulled. A definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had e227 alarm. The issue was found during cleaning and disinfection. The procedure was completed with a similar device. There were no reports of patient harm.